Manufacturer narrative:
Product event summary: analysis confirmed the reason for return, the display showed an error upon start-up. It was noted that the device failed functional testing for over-voltage current, self test and serial number reading. It was also noted that the red display wire was pinched and the white display wire was compromised, so the display was replaced. The device was then cleaned and inspected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error upon start-up. The epg was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.